Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). The pod was worn between 4 and 24 hours on the abdomen. The patient went to the emergency room and at the hospital they had the patient to lay down, took some blood and checked all the results. She was diagnosed with high blood glucose levels. Hyperglycemia treated by activating new pod and bolus (exact amount was not provided). The patient stayed in the hospital for 3 to 4 hours.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Investigation results did not observe any issues that would result in a failure to deliver insulin.